Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered and it was confirmed that the lead safety switch occurred resulting in the configuration to be in unipolar due to out of range pace impedance measurements on the right ventricular channel. Maneuvers were performed but nothing was reproduced. This device was reprogramed and the patient will continue to be monitored. No adverse patient effects were reported.